Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that the four probes did not cut during a procedure. Procedure completed with no patient harm. Aspiration function is unknown. Additional information was requested; however, none has been received to date.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are four additional complaints associated with the lot for the reported issue. Four opened probes were received. Sample # 1 was visually inspected and found non-conforming with a cracked body and foreign matter on the inner diameter of the port. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found conforming for actuation and was non-conforming for aspiration and cut. The probe was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. A few wear marks were observed at the bend area of the inner cutter. O-rings, spacers, spring, and diaphragm were all intact. Sample # 2 was visually inspected and found conforming. The sample was then functionally tested for actuation, aspiration, and cut and was found conforming for all three functional tests. Sample # 3 was visually inspected and found non-conforming with a cracked body and foreign matter on the inner diameter of the port. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found conforming for actuation and was non-conforming for aspiration and cut. The probe was disassembled and the components inspected. No/minimal wear was observed on the inner cutter when compared to the degree of wear based on continuous actuation of the probe visual standard photos. No wear marks were observed at the bend area of the inner cutter. O-rings, spacers, spring, and diaphragm were all intact. Sample # 4 was visually inspected and found non-conforming with a cracked body. The sample was then functionally tested for actuation, aspiration, and cut and was found conforming for all three functional tests. The complaint evaluation confirms that two of the four received probes had a cut issue (samples #1 & #3). Unrelated to the reported event, the sample evaluation also indicated that the same two probes had an aspiration issue. The complaint evaluation did not confirm any functional failures on sample #2 or sample #4. The root cause for the cut non-conformance for sample #1 is the wear marks observed on the inner cutter as well as the observed foreign matter at the inner diameter of the port. Foreign matter, or a worn or damaged inner cutter can impede the movement of the inner cutter and can decrease the quality of the cutters performance. How and when the inner cutter became warn cannot be determined from this evaluation, however it is most likely from the probe being used in surgery, as was stated in the initial report description of the complaint file. The root cause of the cut non-conformance for sample #3 is the observed foreign matter at the inner diameter of the port. Foreign matter can impede the movement of the inner cutter and can also decrease the quality of the cutters performance. The root cause of the aspiration non-conformances seen in samples #1 & #3 is the foreign matter observed in the inner diameter of the port. This is most likely surgical material from the probes being used in surgery, as was stated in the initial report description of the complaint file. An increased amount of surgical material can impede, or fully obstruct, aspiration flow through the probe. How and when the probe body became cracked cannot be determined from this evaluation, however, this is most likely related to handling of the probe at any time after it was shipped from the manufacturing site. No specific action with regard to this complaint was taken because the root cause for the observed non-conformances cannot be determined by this evaluation. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).